Event description:
Report received from the abbott international affiliate which indicates that the tubing "snapped in two" below the pump cassette. The event occurred in the outpatient radiation oncology unit. The tubing set was in use for 36 hours and 5fu in sodium chloride was infusing at a rate of 4ml per hour via a PICC line. The treatment was interrupted and a new bag of chemo was prepared. There was no consequence to the patient. Additional information was requested, but none was available.